Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was alleged the pump overheated with moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump's black box showed evidence of excessive battery usage beginning on (B)(4) 2018. There was evidence of moisture behind the display lens. During a 24 hour duration test a call service 088 alarm was emitted. The idle and sleep current draws were not within specifications. There was evidence of moisture contamination on the internal components of the pump. 1. Black box shows evidence of excessive battery usage beginning on (B)(4) 2018. 2. Evidence of moisture behind display lens. Pump powers with the returned battery cap. 3. Battery cap is able to fully tighten. Battery compartment cracks (see (B)(4)) observed in thread area and below grip pad. Evidence of moisture inside battery compartment. 4. During investigation, while attempting a 24hr. Basal program a cs 088 watchdog timeout error was received. 5. "Idle and sleep" current draw values are not within spec. Idle-120ma, sleep- 20ma, load- 210ma. 6. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of moisture contamination inside pump including transceiver /cgm board. Unplugged transceiver/cgm board and current draw levels returned to within specifications. 7. Cs 088 watchdog timeout errors and excessive current draw values due to internal moisture contamination.